Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that one month after the implantation, this lead was explanted due to suspected insulation fracture. No adverse patient side effects were known at the time of revision.